Event description:
Hold for em 7/15 complaints text (B)(6) 2018 09:12:04 erp_rfc_user related svn (B)(4) complaints text (B)(6) 2018 09:10:16 guzmay11 initial notes: cust sts having some w/ insulin pump, inquired what led up to the complaint. Customer response: cust sts the buttons in front of it is cracked(2 cracks), the belt clip belt clip broke off bumped/dropped/cosmetic damage t/s per dop114-980. Question - is the customer reporting cosmetic damage, the pump was bumped, or pump was dropped? Response: bumped it pretty hard fell & cracked . Adv to d/c from pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: has 2 craks in it . 2. Damage occurred: bumped really hard and dropped . 3. Location of the damage is: front of pump near to buttons & belt clip broke . Inquired if due to reported issue/damage to reservoir compartment/lip/ring the reservoir is unable to lock in place when inserted into pump. Found:yes able to lock reservoir . Question - does customer have a silicone case available to use with the pump? Response: but it's wore out and pretty beat up . Explained it is recommended to use the silicone case to help protect it from future cosmetic damage. Adv we will be able to replace the pump as a one-time courtesy as warranty does not normally cover damage caused by normal wear and tear. Adv that if pump becomes damaged again due to normal wear and tear we may not be able to provide a free replacement under warranty. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: adv cust pump will be replc , as well as belt clip ship: acc-1601/mmt-1715k/ cs white box/ le cs / return: mmt-1715k complaints text (B)(6) 2018 09:07:27 guzmay11 initial notes: while t/s cracks in pump, cust sts he had a bg of 353 inquired what led up to the complaint. Customer response: cust sts the buttons in front of it is cracked(2 cracks), the belt clip belt clip broke off high bg/under delivery t/s per dop114-980. Patient's bg at time of incident: 280 patient's current bg: 353 customer reports the following symptoms related to their high bgs: no. Treated w/insulin injection 15u 0600 bg:353 treating w/ insulin customer reports they do not feel okay to t/s. Explained the 2 high bg rule. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance if hbgs persist. Explained the interaction aftercare email. Customer's outcome pertaining to the complaint: adv cust to contact hcp if bg continues to rise additional notes: cust req to remove email changing addr: 11823 north lane drive #5 lakewood, ohio 44107 this morning bg:280 when got up ship: nothing / return: nothing

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w version 2.8c unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with broken belt clip rails, minor scratches on case, cracked select button keypad overlay, keypad overlay scratched, cracked retainer, corroded battery tube and minor scratches on lcd window.